Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not working properly. The customer's blood glucose value was 600 mg/dl at the time of incident. The current blood glucose level is 100 mg/dl. The customer was hospitalized due to high blood glucose level on (B)(6) 2019. The customer was treated for high blood glucose level with insulin injection and insulin pump. The customer was experienced symptoms such as vomiting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. No unexpected battery power loss alarms were noted. Device received with minor scratched display window and case.